Manufacturer narrative:
On hold for denisse 08/20the date of event is unknown. Date received by manufacturer. 28-jul-2014 is being used as a place holder. The aware date is 4-6 years ago, but an exact aware date is unknown. Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The provided shows a generic image of the slh-1 device with a circle indicating the location of damage on the top bar (with the luer lock connection). The picture is inconclusive for the reported occurrence. As requested, the engineering specifications for handle integrity were also reviewed. The requirements the handle must meet are sufficient for its intended use, when used with cook medical devices. In terms of overall device performance in the field, the rate of device failure is at an acceptable level. There are no trends associated with the handle breaking prematurely. The device durability was tested to confirm the device would function for the stated 3 year shelf life. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states that the device is reusable as long as integrity of the device is intact. "During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use." The instructions for use also states: "reusability of device depends in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet." Prior to distribution, all soehendra lithotriptor handle's are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple endoscopic retrograde cholangiopancreatographies (ercp), the physician used three (3) soehendra lithotriptor handles. The handles got damaged/bent while using cook's compatible basket catheter. A picture was received on 10-aug-2020 indicating that the location of damage on the top bar (with the luer lock connection) was bent. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.